Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article entitled, ¿cementless corail femoral stems with laser neck etching: long-term survival, rupture rate and risk factors in 295 stems¿ by a. Merini, et al, published by orthopaedics and traumatology: surgery and research (2016), vol. 102, pp. 71-76, was reviewed. The authors performed a retrospective study on a series of corail stems with laser neck etching, in order to determine the exact implant neck fracture rate at 10 years and to identify associated risk factors. Implanted depuy products: corail femoral lateralized kla or standard stems this complaint captures 16 patients who were revised due to fracture of the stem at the neck. The cases are labeled case 1 through case 16 in the attached guidance document linked to (B)(4). The six stems revised due to infection and 4 stems revised to prevent femoral neck fracture were previously reported in (B)(4) and are therefore no included in this complaint. (B)(6) male, (B)(6) with lateralized corail stem size 12 medium neck length. Stem revised 1.8 years postoperatively due to stem fracture at the neck.